Manufacturer narrative:
Preliminary analysis showed: no abnormal behavior has been detected in software management. The telemetry was really highly disturbed on event date, so interrogation was very difficult and finally the user interrupted the interrogation.

Event description:
Reportedly, on (B)(6) 2016, the patient was in the hospital for an av node ablation. The device could not be interrogated by the programmer. All leds on the programming head were on and the message "communication error, put the programming head over the device. Continue? "Was displayed on the programmer screen. When the user acknowledged the message, same message was displayed again. When the user answered "no" this message, she can have access to the patient screen but no information was displayed except the serial number. The programming head was re-positioned several times without any success. When the magnet was applied over the device, the pacing rate was set to 110 min-1. The device could be interrogated successfully with another programmer.

Event description:
Reportedly, on (B)(6) 2016, the patient was in the hospital for an av node ablation. The device could not be interrogated by the programmer. All leds on the programming head were on and the message "communication error, put the programming head over the device. Continue?" Was displayed on the programmer screen. When the user acknowledged the message, same message was displayed again. When the user answered "no" to this message, she can have access to the patient screen but no information was displayed except the serial number. The programming head was re-positioned several times without any success. When the magnet was applied over the device, the pacing rate was set to 110 min-1. The device could be interrogated successfully with another programmer.

Event description:
Reportedly, on (B)(6) 2016, the patient was in the hospital for an av node ablation. The device could not be interrogated by the programmer. All leds on the programming head were on and the message "communication error, put the programming head over the device. Continue?" Was displayed on the programmer screen. When the user acknowledged the message, same message was displayed again. When the user answered "no" to this message, she can have access to the patient screen but no information was displayed except the serial number. The programming head was re-positioned several times without any success. When the magnet was applied over the device, the pacing rate was set to 110 min-1. The device could be interrogated successfully with another programmer.